Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a thrombectomy procedure, the balloon failed to inflate due to a hole in the balloon. There was no patient consequences associated with this allegation.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that a 3 ml syringe was used to inflate the balloon during the procedure. Per the device dfu, "to inflate balloon, transfer maximum recommended balloon inflation volume from 20 ml syringe to 1 ml syringe and gently infuse balloon inflation media with 1 ml syringe until desired balloon diameter is attained." And "do not exceed maximum recommended balloon inflation volume. Excess inflation volume may rupture balloon." Use of a 3 ml syringe could have led to over inflation of the balloon, causing the reported event. An assignable cause of ¿use error¿ will be assigned to this event.

Event description:
It was reported that during a thrombectomy procedure, the balloon failed to inflate due to a hole in the balloon. There was no patient consequences associated with this allegation.